Event description:
It was reported via repair work order that the patient right siderail spindle spacer was damaged causing the siderail not to latch into the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.